Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error alarm during self test. The customer¿s blood glucose level was 10 mmol/l. The customer reported that the alarmed occurred during self test. The customer was able to run self test and it failed. Troubleshooting was performed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test and self test. No the hrm task did not grant motor power in reasonable time. Noted during testing. Motor was tested outside of the device and passed.